Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the obtuse marginal (om) artery. The lesion was predilated. The physicain was attempting to cross the distal om with the 2.50x12 mm taxus express2 drug eluting stent, and the shaft fractured outside of the patient. The physician was able to remove the entire shaft without incident. The procedure was completed with a taxus 2.50x24 mm stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.